Manufacturer narrative:
On (B)(6) 2021 this lead is completely capped and out of service now. A new rv lead was implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped and replaced. The shocking portion is still active. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.